Manufacturer narrative:
The explanted disc will not be returned. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a single-level patient was revised due to pain.

Manufacturer narrative:
The radiographs provided were reviewed. There was also evidence of several degenerative changes at c6/c7. No device was returned thus no device examination could be performed. However, the surgeon reported that the device was noted as intact in situ. Cyst formation (osteolysis/resorption) and radiolucency were observed around both endplates and the device was intact, it is not possible to determine the cause of the cyst formation (osteolysis/resorption) which lead to the explantation.